Event description:
Device 1 of 2.reference mr report#1627487-2015-08204.it was reported surgical intervention was undertaken, explanting the scs system due to the patient's experiencing an increase in pain which was unresolved by scs usage. Additionally, the patient needed to undergo a contra-indicated testing.subsequently, the patient may pursue further pain relief options.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.